Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was detached from the monitor case and the u612 processor had an incorrect output. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and defective processor. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device produced service code 204.